Event description:
According to the reporter, the capsule failed to attach to the patient's esophagus during an esophageal procedure. After the procedure, while the patient was in recovery, the patient coughed up the capsule. No medical intervention was required to remove the capsule from the patient. There were no known adverse events reported due to the alleged device malfunction. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.